Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to reported complaint will be noted during preuse testing, as contained in the user manual. Unit is designed to alarm, notifying user of reported condition. Unit continues to ventilate and alarms remain functional.

Manufacturer narrative:
A ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.